Event description:
It was reported that during an implant attempt, the atrial lead had high impedance. The physician was unable to get acceptable impedance despite using both atrial and ventricular sensing channels. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4)